Event description:
It was reported to boston scientific corporation in 2008, that a contour ercp cannula device was used during an endoscopic retrograde cholangio-pancreatography (ercp) procedure performed the day before. According to the complainant, during preparation, a leak was discovered in the catheter below the hub. The case was completed with another contour ercp cannula device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.